Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample three (3) additional times on the same unicel dxi 600 access immunoassay system and obtained results both above and below the assay's normal range. The customer stated results were not reported outside of the laboratory; there was no report of effect to patients or users attributed or connected with this event. Calibration, qc (quality control), precision runs, and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma separator tube and was centrifuged for five (5) minutes. Centrifugation speed and temperature were not provided.